Event description:
Boston scientific received information that the patient with this right atrial (ra) lead and right ventricular (rv) lead experienced a perforation post implant. The perforation was found with an echocardiogram. As the root cause of the perforation was undetermined the physician elected to explant and successfully replace both leads. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted the lead helix appeared slightly stretched. Laboratory testing was unable to reproduce the reported clinical observations.